Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received multiple, inaccurate fill estimates after loading cartridges with 480 units of insulin. Reportedly, the insulin gauge remained static at 100 units. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting.